Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported leak was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a tear in the outer member proximal from the guide wire notch. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during attempts to advance the device, as difficulty was encountered, such that the shaft became damaged (tore) and consequently resulted in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-incorrect prep.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous first right posterolateral lesion. The 2.0x15mm mini trek balloon dilatation catheter was attempted to be advanced; however, failed to cross due to anatomy. A leak a the shaft was noted during advancement. It was noted that the device was not soaked prior to use. Another unspecified balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.